Manufacturer narrative:
Follow-up # 1 ¿ (08/08/2014). The patient¿s meter and test strips have been returned on 7/16/2014 and 7/28/2014, respectively, and evaluated by lifescan product analysis on 7/18/2014 and 7/29/2014, respectively, with the following findings:the meter passed all testing with no faults found. The reported issue could not be reproduced. The test strips were also tested and the primary complaint was not confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2014 the lay user/patient contacted lifescan (lfs) alleging that the patient¿s onetouch ultra2 meter was reading inaccurately low. The medical surveillance specialist (mss) was unable to reach the lay user/patient for follow-up questions. The following complaint was classified based on information obtained from lifescan customer service. The patient claimed the alleged issue began on (B)(6) 2014 at approximately 8:00am. She reported testing with the subject device while at her doctor¿s appointment and obtaining a result of ¿112mg/dl¿ and within 10 minutes her blood was drawn for a lab test which came back as ¿198mg/dl.¿ based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 20% and/or <= 20 mg/dl. The patient reportedly manages her diabetes with an unknown type/dose of insulin (self-adjuster) through pump therapy continued with her usual diabetes management routine. The patient denied developing any symptoms of high or low blood glucose. She reported that she was treated with an unknown medication for high protein count in her kidneys by her doctor on (B)(6) 2014. At the time of troubleshooting the cca confirmed the meter was set to the correct unit of measure, the samples were obtained from an approved site. The test strips were not expired and stored correctly. Replacement products have been sent to the patient. The subject meter and test strips were returned on (B)(6) 2014 and the meter was tested on (B)(6) 2014 with the following findings: the meter passed testing with no faults found. Testing on the test strips has not yet begun. This complaint is being reported because the patient allegedly received medical intervention to treat possible hyperglycemia from a health care professional (hcp) after the reported issue began.